Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. Based on clinical description, the root cause of the positioning issue is use related.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. When the physician was adjusting the impella cp, it came out of position and the physician was unable to re-deliver to the left ventricle. The device was removed and replaced with another impella cp. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.